Event description:
Procedure type: inguinal hernia repair. According to the reporter: the patient stated that he had a hernia procedure on (B)(6) 2000, and was taken back to the hospital (B)(6) 2010 when it was noticed that the he had another hernia and that the mesh that was implanted had a hole in it. Then, patient returned again on (B)(6) 2011 with other mesh issues.

Manufacturer narrative:
(B)(4).